Manufacturer narrative:
H3, h6: production records of ol1000 dual coil part number: 01-203-0001, serial number: (B)(6) were reviewed. The device fully passed testing prior to release. One ol1000 dual coil (part number: 01-203-0001, serial number: (B)(6) was returned for evaluation. The product met specifications and did not malfunction. A full treatment was ran at the test station. Observed results were within specification. The device performed as expected. The reported event could not be duplicated. No failure was identified.

Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the patient "had an adverse reaction to the cmf ol1000." Patient's orthopedic doctor prescribed this unit for a non-union fibula-ankle break. Patient used it for six, 30-minute treatments. After the fifth & sixth treatments, her ankle became incredibly constricted and numb. The numbness has also involved the bottom & top of her foot, calf, and thigh. Patient discontinued usage immediately & informed her doctor. The constriction/numbness has reportedly not dissipated. Patient can barely walk due to the numbness.